Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
This report was a duplicate of a clinical study case. Adverse events for this case have been reported as required under cfr 812.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: c5-6 herniated disk with accompanying radiculopathy. The patient underwent the following procedures: anterior cervical decompressive diskectomy c5-6; arthrodesis anteriorly c5-6; placement of anterior cervical plate at c5-6; placement of cage with morselized allograft at c5-6; use of c-arm fluoroscopy for localization; intraoperative neurophysiological monitoring including bilateral lower and upper extremity emg, as well as ssep. As per op-notes, ¿ cage with rhbmp-2/acs was placed at c5-6 and then depuy acromed uniplate was placed with the foraminotomy palpated using the blunt nerve hook to insure the area was completely free. The patient was noted to have tolerated the entire procedure without any apparent intraoperative complications.¿